Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for device implant, the physician attempted to position the right ventricular (rv) lead at five different sites on the right ventricle but the lead exhibited high thresholds and high pacing impedance. No other issues were noted. The lead was not used and replaced. The patient did not experience any adverse consequence.

Manufacturer narrative:
The reported events of high thresholds and high pacing impedance were not confirmed. A complete lead was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10.